Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced acute renal failure. Over the course of the procedure approximately 60 ablations were performed. Prior to discharge the patient was identified as experiencing acute renal failure, possibly related to hemolysis, and was admitted to the hospital overnight and was given additional fluids. They were discharged within 24 hours and fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.